Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unable to sit on the trolley. It was reported there was no patient involvement at the time the issue was discovered. Remote service was provided to the customer, but the customer confirmed that the reported issue was unable to be confirmed. No problem found. The reported issue was unable to be confirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.